Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the error message "clean the device" was displayed. The device was cleaned. Turned on again and the error message "change the instrument" was displayed. The generator was turned off and on but the issue was not solved. The intervention was concluded with another device. After that the device was checked and it was noted that the tip of the blade was broken (about 2 mm). No adverse event for the patient.

Manufacturer narrative:
(B)(4). Batch # p93p54. Investigation summary the device was returned with the blade scratched and cracked, and not broken off as reported by the customer during functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿ or "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.